Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastroplasty, while in the intestinal loop, the stapler cracked. It was reported that the surgeon heard a sound. The reload stopped from progressing and got locked. Another handle and reload was used to complete the case. There was no patient injury.